Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer possessed a beckman coulter inc. (Bci) trained biomedical engineer (bme) on site. Bci technical support assisted the bme with troubleshooting the instrument hardware. The bme identified that the instrument's mixer motor speed was running below system specifications and adjusted the motor speed to bring it into tolerance. Although hardware may have been a contributing factor to this event, a definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 erroneous, low vitamin b12 results both below and within the normal reference range were generated on an access 2 immunoassay system for eight patient samples. The initial, low results were reported out of the laboratory. Physicians questions two of the initial, low results which prompted a rerun of all suspect b12 test results and an additional six results were identified as erroneous. Repeat testing of the samples on the same instrument produced higher results within the normal reference range. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Quality control results were performing within customer established ranges at the time of the event and system checks were meeting established specifications. A ten replicate precision test for vitamin b12 met the assay's specified precision claims. Samples were normal in appearance with no indication of hemolysis.